Manufacturer narrative:
Follow-up #1 date of submission 09/29/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2015 with the following findings: a review of the black box data showed a call service alarm on (B)(6) 2015. During testing, the pump successfully completed the ez-prime steps with no call service alarms occurring. The pump exercised for 24 hours with no alarms occurring. The pump case was removed, and no evidence of moisture ingress or damage was found. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.